Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report a hospitalization for a possible virus and high blood glucose levels. The customer's symptom included vomiting. The caller declined to troubleshoot and no further details were provided.